Event description:
It was reported that the right ventricular (rv) lead had increased and high threshold. The rv lead will be monitored and it remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.